Event description:
A discordant, false (B)(6) surface antigen (B)(6) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was rerun twice, and resulted (B)(6) both times. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive hbsag result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse performed daily maintenance and observed as the customer ran quality controls, all of which were within range. The cause of the discordant, false (B)(6) result is unknown. The instrument is performing according to specifications.no further evaluation of this device is required.